Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("severe pain, pelvic pain") in a female patient who had essure inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed in (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain lower ("lower abdominal pain"), genital pain ("pain in her private area, the feeling of a pulling, like tweezers, in her private area"), headache ("headaches"), alopecia ("hair loss"), asthenia ("weakness, low energy"), depression ("depression") and dysgeusia ("tasting metal"). The patient was treated with surgery (complete hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, alopecia, asthenia, depression, dysgeusia, genital pain, headache and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe pain, pelvic pain") in an adult female patient who had essure inserted for contraception and female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of leiomyoma, pelvic pain, uterine fibroid and abnormal uterine bleeding in 2022, parity 3 and multi gravida in 2013 and obesity. On (B)(6) 2013, the patient had essure inserted. At an unknown time, she experienced pelvic pain (seriousness criterion intervention required), abdominal pain lower ("lower abdominal pain"), genital pain ("pain in her private area, the feeling of a pulling, like tweezers, in her private area"), headache ("headaches"), alopecia ("hair loss"), asthenia ("weakness, low energy"), depression ("depression") and dysgeusia ("tasting metal"). The patient was treated with surgery (complete hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2022. The reporter considered abdominal pain lower, alopecia, asthenia, depression, dysgeusia, genital pain, headache and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 44.922 kg/sqm. [Pathology test] on (B)(6) 2022: final diagnosis: uterus, hysterectomy: ¿ cervix: benign cervical and endocervical mucosa. There is no epithelial dysplasia or viral atypia. ¿ myometrium: adenomyosis and benign leiomyomata. ¿ endometrium: benign mildly disordered proliferative phase endometrium. There is no hyperplasia, epithelial atypia or abnormal inflammatory infiltrate. ¿ fallopian tubes: no significant abnormalities. Specimens: uterus with cervix, bilateral fallopian tubes. Clinical history: preop diagnosis: excessive or frequent menstruation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: reporter and patient information,medical history,lab data,drug stop date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("severe pain, pelvic pain") in a female patient who had essure inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed in (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain lower ("lower abdominal pain"), genital pain ("pain in her private area, the feeling of a pulling, like tweezers, in her private area"), headache ("headaches"), alopecia ("hair loss"), asthenia ("weakness, low energy"), depression ("depression") and dysgeusia ("tasting metal"). The patient was treated with surgery (complete hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, alopecia, asthenia, depression, dysgeusia, genital pain, headache and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-jan-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.